Manufacturer narrative:
Patient information requested but not provided. The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
It was reported that during an antibiotic infusion, the nurse connected the IV line to the j-loop and documented in the computer. When he turned back to the patient he noted the line was disconnected and on the floor. He disconnected everything and started a new bag of antibiotic with another line. There is no harm to the patient.

Manufacturer narrative:
The customer¿s report that the line was disconnected (separated) was confirmed. The set was visually inspected for obvious damage such as incomplete bonding engagements, cracks, kinks, holes, and tears in the tubing and its components visual inspection noted that the primary set was separated at the engagement between the tubing and the male luer. Closer inspection of the separation under magnification observed that the tubing had insufficient solvent applied to male luer's engagement. Functional testing was not performed due to the male luer separation and obvious leak that would occur at the separation. Dimensional analysis was performed and the tubing measured to be within specification. The root cause of the separation was identified as a manufacturing issue for insufficient solvent being applied at the engagement of the tubing due to equipment and/or operator error.

Event description:
It was reported that during an antibiotic infusion, the rn connected the IV line to the j-loop and documented this in the computer. When the rn turned back to the patient, he noted the line was disconnected and on the floor. He disconnected everything and started a new bag of antibiotic with another line. Although requested, there is no further patient or event information available.

Manufacturer narrative:
Additional information provided: report source.

Event description:
It was reported that during an antibiotic infusion, the rn connected the IV line to the j-loop and documented this in the computer. When the rn turned back to the patient, he noted the line was disconnected and on the floor. He disconnected everything and started a new bag of antibiotic with another line. Although requested, there is no further patient or event information available.